Event description:
It was reported that the egms showed intermittent t-wave oversensing and r-wave undersensing. The patient has a history of sensing concerns since 2008. A new rv rv pace/sense lead was added. The pace/sense portion of the lead was capped. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.